Event description:
It was reported that "the puncture of the vena subclavia was without any problems. However, after the wire was placed, the puncture needle was removed. This caused the needle hub to break. The remaining needle could be removed via the wire." No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing various components including an introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The needle hub contained a v-notch on the hub, which is consistent with part number k-04300-019b. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. Although the customer did not report a product code, the damaged introducer needle hub was confirmed to be k-04300-019b. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. Based on the sample provided, design caused or contributed to this event. A non-conformance request was initiated to further investigate this issue. Corrected data: section h.10. Corrected as follows: the customer returned one opened kit containing various components including an introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The needle hub contained a v-notch on the hub, which is consistent with part number k-04300-019b. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. Although the customer did not report a product code, the damaged introducer needle hub was confirmed to be k-04300-019b. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. Based on the sample provided, design caused or contributed to this event. A non-conformance request was initiated to further investigate this issue.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The needle hub contained a v-notch on the hub, which is consistent with part number k-04300-019b. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. Although the customer did not report a product code, the damaged introducer needle hub was confirmed to be k-04300-019b. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. Based on the sample provided, design caused or contributed to this event. A CAPA was previously opened to address this issue.

Event description:
It was reported that "the puncture of the vena subclavia was without any problems. However, after the wire was placed, the puncture needle was removed. This caused the needle hub to break. The remaining needle could be removed via the wire."no patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the puncture of the vena subclavia was without any problems. However, after the wire was placed, the puncture needle was removed. This caused the needle hub to break. The remaining needle could be removed via the wire." No patient injury reported. The patient's condition is reported as fine.